Manufacturer narrative:
Should additional information become available, it will be provided on a supplemental report.

Event description:
During the explant of a baseplate with a center screw, the tip of mwj123 broke but was recovered. Mwj165 was then used to disengage the baseplate, and mwj127 with mwj128 was used to remove the central screw.

Manufacturer narrative:
The reported event could be confirmed since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following the received device shows significant signs of extensive usage as evident by circular marks and scratches on the shaft and black spots on the handle. The tip of the screwdriver is broken. The pattern of the breakage indicates the sign of brittle fracture which is evident by the appearance of smooth shiny surface with no plastic deformation. Overall damage indicates an application of excessive torsional loading. Moreover, a hardness test was performed on the cylindrical surface closest to the fractured surface of the returned item. The avg. Value indicates the material being within the limit with the accordance range. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation the root cause was attributed to user related issue. The failure was caused by an application of excessive mechanical force and improper usage. If any further information is provided the complaint report will be updated.

Event description:
During the explant of a baseplate with a center screw, the tip of mwj123 broke but was recovered. Mwj165 was then used to disengage the baseplate, and mwj127 with mwj128 was used to remove the central screw.